Event description:
The customer contacted siemens to report that falsely depressed creatinine (ecre3) test results were obtained for two patient samples from an atellica ch 930 analyzer. The initial test results were released to the physician(s). The same samples were repeated on an alternate atellica ch 930 analyzer and higher test results were obtained. The repeat results were released to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that falsely depressed creatinine (ecre3) test results were obtained for two patient samples from an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found that the customer had replaced the reaction cuvettes as part of routine maintenance but had not properly secured the cuvettes. The cse corrected the cuvette installation and ran a pqcv (precision quality control run) with acceptable results. The cause of the discordant test results was improper reaction cuvette maintenance. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.